Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.pagepress.org/journals/index.php/or/article/view/5779. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to multiple dislocations.

Manufacturer narrative:
The devices were not returned for review as they remain implanted, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. The device had an in-vivo time of 4 months. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. If the patient had previously experienced a closed reduction due to dislocation this would be a violation of the surgical technique, as it is described that dislocations of constrained liners cannot be reduced and must be revised. Closed reductions may cause the device to not function as intended and lead to additional dislocation events.